Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information later reported the patient was referred to gastro and was started on citrucel. The patient was when asked to comment on the urinary retention, the health care professional reported that the patient experienced this symptoms and rate was decreased for about 1 month, however patient changed his mind and request increased trial. The medication was increased with no difficulty.

Event description:
The patient reported about 3 or 4 days after having his pain pump implanted on (B)(6) 2013 he started to have problems with urinary retention , loose bowels, and diarrhea every day. The hcp decreased the patient¿s dose by 20% because of the urinary retention. The pump was used to deliver morphine additional information later reported the patient was referred to gastro and was started on citrucel. The patient was stable though feels bm remains loose. The patient was having consistent of morphine decrease in it pump along with start of marcaine.